Event description:
The customer reported that a cuvette overflow occurred on an au5400 clinical chemistry analyzer. The overflow was detected through the periodic review of reaction monitor data. The customer indicated that a cuvette overflow had occurred previously on this instrument. The customer reported that there were no corrected results issued for the event. There was no death serious injury or modification to patient treatment associated or attributed to this event. Quality controls were within range during the timeframe of this event. No additional system performance data or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) cleaned the cuvettes, replaced two valves and replaced a valve assembly. After the completion of the repairs, the instrument passed photocalibration with no overflow issues and the instrument was returned into operation. Beckman coulter inc. Corrections/corrective actions were initiated to address cuvette overflow issues. (B)(4). Related mdrs: 2050012-2012-01573.